Manufacturer narrative:
H3: analysis of the recharger ((B)(6)) found that the led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was not working - flashing green non stop when put the battery on the recharger station. Not possible to use the system to recharge the device. Device is flashing green continuously and can not be use. Tried to reset the device with long press of the power button (more than 40 sec) but noting happened. Also asked for support but not able to solve the problem. Somehow the device is in lock mode and can not be unlocked.